Event description:
A customer reported that a patient's sample was tested with 0.8% selectogen lot 8s743 on three occasions ((B)(6) 2006) and no reactivity was observed. The patient was transfused with 10 units of packed rbcs from (B)(6) 2006, 2 units were positive for e antigen. On (B)(6) 2006 the patient's antibody screen was performed with lot 8s747 and a 1+ reaction was observed. Ocd medical affairs has determined that any injury that may have resulted would be limited and not serious. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the e antigen. Satisfactory results were observed. The customer did not repeat antibody testing on pre-transfusion samples. The patient's anti-e may have formed in response to the transfused cells. Because an antibody may not have been detected with (B)(4) this complaint is being reported.